Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, following intraocular lens (iol) implant procedure, the patient had blurry vision both from near and far, especially see the shaded letters. She was also seeing flashes while reading, peeling apple and sometimes even when she look at something far away. Patient thinks that, something went wrong during the surgery; perhaps the inserted lens is too large for her eye or more likely, and it is a feeling that she has had since the beginning, that the lens has moved. Additional information was requested.